Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 a reporter contacted animas alleging that a patient was hospitalized with hyperglycemia on (B)(6) 2016. The reporter stated that the patient had a blood glucose of 700 mg/dl with no associated symptoms of hyperglycemia. The reporter stated that the patient had discontinued pump therapy at the time of the call. While at the hospital the patient was treated with intravenous fluids and an insulin drip. The reporter stated that the patient was not priming the tubing of their infusion set when they changed infusion sets, leading to a delay in insulin deliver. This complaint is being reported based on the allegation that the patient was hospitalized with hyperglycemia as a result of use error of the pump.